Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation rhythm procedure faradrive steerable sheath clear was selected for use. It has been mentioned that the hemostasis valve was leaking blood. Pump was used of the irrigation of sheath. Farawave and orion catheter were inside the sheath prior to, and/or at the time, the leak was observed. It was a slow drip leak. The fluid was leaking from the distal end of the handle. Approximately 1-2 ml of blood was lost. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.